Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Their sugar levels went down [blood glucose decreased]. Novopen was not giving the correct dosage [device delivery system issue]. Sometimes the plunger does not move, or it will move too much [device malfunction]. Sugar levels increased from "11" to "23" / sugar levels increased from "7" to "17" despite administering their insulin [blood glucose increased]. Case description: this serious spontaneous case from australia was reported by a consumer as "their sugar levels went down (blood sugar decreased) "with an unspecified onset date, "novopen was not giving the correct dosage(inaccurate delivery by device)" beginning on (B)(6) 2025, "sometimes the plunger does not move, or it will move too much (device component malfunction)" with an unspecified onset date, "sugar levels increased from "11" to "23" / sugar levels increased from "7" to "17" despite administering their insulin(blood sugar increased)" with an unspecified onset date, and concerned a patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", actrapid hm penfill (insulin human 100 iu/ml) from unknown start date for "product used for unknown indication". Patient's height, weight and body mass index was not reported. Dosage regimens: novopen 4: actrapid hm penfill: medical history was not provided. On an unknown date novopen was not giving the correct dosage. When administering their insulin -lin, sometimes the plunger does not move, or it moved too much, resulting in more insulin delivered- than dialled. This happened once in (B)(6) 2025 where the patient dialled 30 units but received 60 units instead. As a result, their sugar levels went down and patient had to go to hospital. (Dates were not reported) patient got "hypos a lot" and levels were "all over the place". Air shot was done before each dose, and could see insulin coming out, but when administered the dose, the plunger did not move, resulted in not receiving any medication. As a result, their sugar levels (blood glucose) increased from "11"(unit not reported) to "23"(unit not reported). Another case was when patient had breakfast and patient's sugar levels (blood glucose) increased from "7"(unit not reported) to "17"(unit not reported) despite administering their insulin prior to having breakfast. Batch numbers: novopen 4: dug2290; actrapid hm penfill: rr71xc2; action taken to actrapid hm penfill was not reported. The outcome for the event "their sugar levels went down (blood sugar decreased)" was not reported. The outcome for the event "novopen was not giving the correct dosage (inaccurate delivery by device)" was not reported. The outcome for the event "sometimes the plunger does not move, or it will move too much (device component malfunction)" was not reported. The outcome for the event "sugar levels increased from "11" to "23" / sugar levels increased from "7" to "17" despite administering their insulin (blood sugar increased)" was not reported. Reporter's causality (novopen 4), their sugar levels went down (blood sugar decreased): possible. Novopen was not giving the correct dosage (inaccurate delivery by device): unknown. Sometimes the plunger does not move, or it will move too much (device component malfunction-): unknown. Sugar levels increased from "11" to "23" / sugar levels increased from "7" to "17" despite admin- their insulin (blood sugar increased): possible. Company's causality (novopen 4), their sugar levels went down (blood sugar decreased): possible. Novopen was not giving the correct dosage (inaccurate delivery by device): possible. Sometimes the plunger does not move, or it will move too much (device component malfunction-): possible. Sugar levels increased from "11" to "23" / sugar levels increased from "7" to "17" despite admin-administering their insulin (blood sugar increased): possible. Reporter's causality (actrapid hm penfill), their sugar levels went down (blood sugar decreased): possible. Novopen was not giving the correct dosage (inaccurate delivery by device): unknown. Sometimes the plunger does not move, or it will move too much (device component malfunction-): unknown. Sugar levels increased from "11" to "23" / sugar levels increased from "7" to "17" despite admin-administering their insulin (blood sugar increased): possible. Company's causality (actrapid hm penfill), their sugar levels went down (blood sugar decreased): possible. Novopen was not giving the correct dosage (inaccurate delivery by device): possible. Sometimes the plunger does not move, or it will move too much (device component malfunction-): possible. Sugar levels increased from "11" to "23" / sugar levels increased from "7" to "17" despite admin- their insulin (blood sugar increased): possible.

Event description:
Case description: the event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. On 21-jan-2026 an amendment was performed. Since last submission, the date of incident from and to (21-nov-2025 to 21-nov-2025) was amended to (01-may-2025 to 31-may-2025).

Event description:
Case description: investigation results: name: novopen 4 silver; batch: dug2290. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: actrapid penfill 3ml; batch: rr71xc2. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission case has been updated with following information: -investigation results updated. -device tab: is non reportable and malfunction fields updated to no. -EU/ca tab: expected date of follow up removed and final report was ticked. -device addendum: annex b c d g codes updated. -CAPA comment updated in eol. -narrative updated accordingly. Final manufacturer comment: 14-jan-2026: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of actrapid hm penfill. H3 continued: evaluation summary: name: novopen 4 silver; batch: dug2290. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.